Event description:
The information provided to sjm indicated a pt with a history of atrial fibrillation, underwent aortic valve replacement surgery. Postoperatively the pt presented with pulmonary edema, regurgitation and an impeded posterior leaflet and the valve was explanted. The valve was replaced with an unk bioprosthesis and the pt is reported to doing well and discharged home.